Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer is experiencing high blood glucose. His blood glucose was over 600 mg/dl. They said that they gave the customer 15 units of insulin at 6:00 am, then 12.8 units at 8:00 am and 9:00 am and then changed the site and gave him 8.0 units. The caller said that by 11:00 am, the customer¿s blood glucose was still over 600 mg/dl and they gave him another 12.8 units. During high blood glucose troubleshooting, the caller stated that the customer was treated by the pump. They declined to check for leaks or air bubbles, possible site/insulin issues and to check the customer¿s settings. The caller did not have the tubing clamp to perform the high-pressure test and was advised to call back once they received one. The caller did not want to troubleshoot on certain things because they felt they knew a lot about diabetes. The insulin pump will not be returned for analysis. The insulin pump will not be returned for analysis.